Event description:
Caller reported malfunction on the pump after swimming with it, thinking it was waterproof. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer on pump water tightness and arranged to send a replacement pump with updated software. The customer will contact their healthcare provider for backup therapy and was instructed on how to return the problematic pump.